Manufacturer narrative:
Balt USA reference #(B)(4). The product analysis was completed by legal manufacturer, balt extrusion. Summary as follows: the guidewire was returned in two parts, the proximal part measures approximately 160cm, the distal measures approximately 40cm, the rupture (break) of the guidewire occurred at the level of the welding between the nitinol part and the stainless-steel part. Several tests are performed during the manufacturing process: two different destructive tests by sampling are performed: wire twisting and bending. All units are tested with a non-destructive bending test. The aspect of the welding is 100% controlled. The lot history record did not highlight any anomaly during the manufacturing of the product. This failure mode was the subject of an internal CAPA leading to several corrective actions having been implemented to address the hybrid rupture (break) issue. On (B)(6) 2024, a strengthened scrap rate monitoring process was introduced for the nlt/nitinol welding step to gather more data and identify the root cause of failures, with weekly data follow-ups starting on (B)(6) 2024. Additionally, on february 12, 2024, the frequency of preventive maintenance was increased, and a defect database was created by collecting pictures during maintenance. A cross-functional project team involving r&d, qa, manufacturing engineering, and production was formed on february 19, 2024, to delve deeper into potential root causes and continuously address them. On the same date, preventive maintenance was further reinforced with increased frequency and data collection to create a defect database for maintenance control. By april 5, 2024, a checklist for manufacturing operators was implemented to verify equipment status before starting production, and processes were standardized, including welding methods, pads drawing, tools, and sampling plans. The effectiveness of these actions was evidenced by a complaint trend analysis conducted on january 31, 2025, which showed no increase in complaint trends related to hybrid break nlt nitinol welding after the implementation of the actions up to the end of 2024. The complaint trend for hybrid rupture decreased in 2024, indicating the effectiveness of the corrective actions. Consequently, CAPA 237 was closed on march 27, 2025, after verifying that there was no trend increase in complaints by the end of 2024, matching the field data. These actions and their effectiveness checks demonstrate a comprehensive approach to addressing the issues related to the hybrid rupture and ensuring continuous improvement in the manufacturing process. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all postmarket activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market which is also manufactured by balt extrusion and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "procedure- ica stroke accessories- ballast, scoop, router. As per physician he prepared hybrid1214da wire as per IFU and started using for navigating microcatheter and while doing maneuver they found that wire broke from middle part as it was into microcatheter & long sheath so physician trapped it with the help of balloon & removed broken wire then physician used different wire & completed procedure successfully." Incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference#: (B)(4). Conclusion of investigation pending analysis from legal manufacturer, balt extrusion. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all postmarket activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market which is also manufactured by balt extrusion, and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "procedure: ica stroke, accessories: ballast, scoop, router. As per physician he prepared hybrid1214da wire as per IFU and started using for navigating microcatheter and while doing maneuver they found that wire broke from middle part as it was into microcatheter & long sheath so physician trapped it with the help of balloon & removed broken wire then physician used different wire & completed procedure successfully." Incident report form submitted for this complaint indicates that no patient injury was sustained.